Event description:
Information was received from a manufacturer¿s representative (rep) who reported the patient has bilateral rechargeable neurostimulators with 2 wireless rechargers. The right device was having a difficult time charging. The right implant was 25% charged and the wireless recharger connected and then went back to searching. The healthcare provider and patient were connected to the call and noted neither recharger was marked. It was suggested to clear out the history on the handset and power both wireless rechargers off. Wireless recharger (B)(6) was used. On the handset, the rep was using the my therapy app to charge and saw error code 580 so it was suggested to exit the error code. The right ins was programmed at 4.1v. It was suggested to use the recharging app, but the rep stated the recharging app was buried in the handset app. The left ins was 75% charged and the right ins was 25% charged. It was suggested to press the wireless recharger against skin during charging with the rep noting the right ins was harder to palpate and felt deeper and was still healing and still tender to touch. It was suggested to have the patient lay on their back with the right arm open to stretch out the skin and press the recharger against skin. The patient was going to try this. On (B)(6) 2021 e1 (rep): patient is trying different positions to try to resolve the charging difficulty. Cause is unknown.

Manufacturer narrative:
Section d10 references: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.